Event description:
Catheter placed without complication at 1200 10/12. Infusing tpn & lipids without difficulty or edema at site. Site checked at 2400. At 01oo, 10/13 pt. Awake in acute respiratory distress. Cxr revealed pleural effusion and thoracenttesis evacuated 200 cc of turbid fluid. Clinical condition rapidly improved. No known compromice to patient.